Event description:
Five (5) dexcom g7 failed and gave me an invalid pairing code error code. All came from the same lot no. 1824110002. Reset my tandem tslim pump and still got the same error message. Reference report: mw5160176, mw5160177, mw5160178, mw5160180.